Manufacturer narrative:
Device evaluation: even though the device has been received by the manufacturer, the evaluation is still in progress and has not been completed at the time of this submission. (B)(4).

Event description:
During a rotator cuff repair utilizing the truepass needle,single pack,sterile it was reported that the needle tip broke off of the disposable passing needle after about four successful passes. The surgeon removed the broken needle and replaced with a new one which failed similarly. A smith & nephew representative was present at the case. There was an extended procedural delay of 61-120 minutes. It was reported that fluoro confirmed no portion of a needle remains in the patient. The piece recovered by the surgeon was found in the suction filter. The other was reported to have been washed out at some point over the course of the procedure. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: two truepass needles were returned. Dimensional analysis of the broken devices could not be performed due to the failure but visual evaluation confirmed that the needle tips had been broken on both needles. It was communicated that the device was being used in an open rotator cuff repair for a side-to-side pass of the needle through 2 layers of soft tissue simultaneously, producing unusual conditions of poor visibility, and failed after the needle successfully passed the suture but re-entered the superior side of the rotator cuff adjacent to the intended location. This exposed the needle to passage through soft tissue at an angle and unsupported by the device, which is not within the design intent of the device. The precautions indicate to ¿ensure adequate visibility when using the device. Should the needle tip become lodged (e.g., in bone), the needle should be disengaged by retracting it back through the suture passer. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle and needle parts may not be retrievable.¿ a review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
Device evaluation: two truepass needles were returned by the reporting sales rep. Dimensional analysis of the broken devices could not be performed due to the failure but visual evaluation confirmed that the needle tips had been broken on both needles. Also, based on follow up within the complaint description it was confirmed via fluoro that the broken needle tips had not been left behind in the patient. During discussions between marketing and the reporting sales rep it was communicated that the device was being used in an open rotator cuff repair for a side-to-side pass of the needle through 2 layers of soft tissue simultaneously, producing unusual conditions of poor visibility, and failed after the needle successfully passed the suture but re-entered the superior side of the rotator cuff adjacent to the intended location. This exposed the needle to passage through soft tissue at an angle and unsupported by the device, which is not within the design intent of the device and is considered an unintentional misuse. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).